Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which were verified through a review of the event history log by the presence of "upstream occlusion!" But were not determined if the alarms were true or false. The cause was determined to be the lower ultrasonic sensor values out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation did not properly assess for the reported condition of the unit will not deliver fluid. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion and unit will not deliver fluid. There was no known patient injury or medical intervention associated with this event. No additional information is available.